Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the image processing computer circuit boards were checked. Communication between the b380, the image processing computer and the generator were checked without resolving the issue. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.